Event description:
It was reported that the customer was hospitalized on (B)(6) 2014. It was also reported that the paramedics were called previously. Customer's blood glucose levels at the time of hospitalization 33mg/dl. It was not mentioned whether or not the customer was wearing the insulin pump at the time of hospitalization. Customer was treated with glucose tablets. It was also mentioned that the customer's insulin pump was missing data. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Several boluses were programmed, delivered and the boluses recorded properly in bolus history. The insulin pump was monitored with basal profile programmed, basal delivered properly and daily total functioned properly. The insulin pump downloaded properly to carelink with no missing data noted. The insulin pump has minor scratches noted on display window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.